Event description:
The MFR received a report of an m-series heated humidifier with an allegation the heater plate would not turn off. The reporter also alleged the presence of a burning odor when this problem was observed. No harm or injury was conveyed. When contacted by the MFR the product user indicated they were using the device at the time of the event. They also reported using tap water in the humidifier tank and placing the humidifier in a metal container during use. The metal container was used to contain water reported to be leaking from the humidifier. The customer could not characterize further the source of the leak as being associated with overfilling of the humidifier tank or a leaking humidifier tank. The customer indicated that they were made aware that only distilled water was to be used in the humidifier tank.

Manufacturer narrative:
The MFR's service ctr performed an eval of the device and found the humidifier heater plate assembly circuit open. The heater plate assembly has a thermal cutout (tco) device that is designed to open and prevent overheating of the heater plate. The MFR concludes that the tco likely performed its intended use and opened after the heater plate temperature reached the tco limit. This explains why the user reported that the device could not be turned off but the MFR found the heater plate assembly not working. Corrosion on the printed circuit assembly (pca), located inside of the humidifier housing was observed as well as minor discoloration to a small section of the humidifier housing under the pca. An engineering investigation initiated by the MFR found white residue, characteristic of evaporated tap water, present on both the internal and external surfaces of the device housing and the humidifier pca. The amount and location of the residue suggests that the ingress and accumulation of tap water was sufficient for both the top and bottom of the pca to become wet. The corrosion visible on the pca exists in areas where this residue also is present. This evidence suggests that one path of tap water ingress was through vents on the bottom of the humidifier housing. Ingress of the type detected, if isolated to the humidifier housing vents, would indicate that at some point in time the humidifier was in container where tap water did accumulate. Upon completion of their investigation, the MFR concluded tht the product failure was the result of the product user not adhering to the warning and cautions (related to use, care and handling) identified in the product user manual. The product user was provided a user manual for their device and was re-informed that the humidifier tank is only to be used with distilled water. They were also instructed to follow product labeling regarding the proper care and handling of the device including not placing the device in or on any container that can collect or hold water. The MFR has concluded that no further action is indicated beyond the actions taken at this time.